Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
It was reported that the rotawire and rotapro catheter became stuck together. A 1.25mm rotapro catheter and a rotawire were selected to be used for treatment of a lesion within the coronary artery. Rotation speed was set to 180,000rpm and the system reached a maximum speed of 200,000rpm. It was noted that there was continuous flow of saline at the recommended pressure during the procedure. A kink was observed on the proximal part of the rotawire. The devices experienced resistance during removal. The devices were then removed together, and it was observed that they were stuck together. The procedure was completed with another same device. No patient complications were reported.